Manufacturer narrative:
The device was received for evaluation. During functional testing , 'continuously alarming upstream occlusion' was not reproduced. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of range . The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.